Manufacturer narrative:
Pending evaluation.

Event description:
The patient had her second knee done at the time of or near the revision of her other knee in either 2017 or 2018 ((B)(4)). She complains of ongoing pain, says her knee is collapsing in (sounds like varus malalignment), and that the knee should have lasted 15-20 years and only lasted "4 years."

Manufacturer narrative:
Section h11: (h1) the event should have be reportable as a serious injury and not as a malfunction as was done in the initial and in follow-up #1.

Manufacturer narrative:
Section h10: (h1): the possible revision reported in experience case (B)(6) was likely the result of pain, which may indicate loosening, wear, or infection. However, this cannot be confirmed due to the conflicting details provided.